Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism was confirmed and determined to be use related. The product returned for evaluation was one 20g safestep infusion set. A gross visual inspection of the returned sample found that the safety plate was detached from the needle. The needle shaft was microscopically inspected and longitudinally aligned scratch marks were identified on the distal end of the needle just before the natural needle curve and bevel occur. These marks are indicative of excess force being applied to the safety mechanism against the needle shaft. Additionally, the event description potentially suggested that the user may have experienced resistance when initiating advancement of the safety mechanism. Therefore, the returned device was inspected for any features which could cause resistance; however, no remarkable features were observed. The lack of features observed suggested that the resistance encountered by the user may have been caused by the safety mechanism passing over the natural needle curve when the safety mechanism was detached.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the resistance is great when removing the safestep, it is difficult to remove and requires a lot of force. After pulling it out, the needle separates from the disc. No further information provided.